Manufacturer narrative:
Of the 2 allegations of a malfunction, 2 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning due to a damaged cartridge compartment and moisture. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that the one touch ping model pump experienced a cartridge compartment with moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 16-73 years of age and between (B)(6) pounds. Of the reported patients, 2 were female.